Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous left circumflex (lcx). The lesion was predilated with a 2.5x15mm non-bsc balloon. The physician attempted to implant a 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. The proximal edge of the stent lifted up. The physician attempted to remove the stent from the pt, but the device caught on a guiding catheter and the taxus stent dislodged. The dislodged stent moved to subclavian artery. The stent remains at a side branch of the subclavian artery. The physician deemed the possibility of the stent movement as low. Therefore, there is no plan to retrieve the dislodged stent. The procedure was completed with two taxus stents. Pt status reported as "stable".